Event description:
On 12/10/2021, it was reported by an arthrex employee via e-mail that an ar-8150px-45 powerpick does not rotate the bit and does not activate. This occurred during a procedure on (B)(6) 2021. The case was completed with no further incident.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.